Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and found footswitch was unable to trigger x-rays. After reviewing log file, fse found system capable of making x-ray with hand switch in control room. Upon troubleshooting fse confirmed that all pedals on the footswitch are non-functional, and the metal is damaged. The cause of the wireless footswitch failure could be determined by the supplier's part analysis and due to cable ties being pulled too tight, the sides of the unit have surface damage. To resolve the issue, fse replaced the footswitch and d-sub pin sets unc. After replacing the footswitch and d-sub pin sets unc, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.